Event description:
It was reported that a patient's transmitter had a power adapter that was deformed due to heat. No intervention was reported, and there were no patient consequences.

Manufacturer narrative:
The field complaint of the power adapter had sustained physical damage was verified. The visual inspection revealed physical damage to the adapter. The unit was plugged into a working ac electrical outlet and did not power on. The unit failed to power on due to a power adapter failure.